Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2017-11539 and 2134265-2017-11369. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the motordrive 5 plus would not pullback when the imaging catheter was inside the patient's body. However, the motordrive 5 plus was able to pullback when the imaging catheter was outside the patient's body or during testing. The physician tried again and it started to pullback, however, it stopped on several different runs. No patient complications were reported and patient's status is stable.